Event description:
Patient reported she had a non-surgical, minimally invasive skin treatment that combines micro needling with radio frequency (rf) energy to stimulate collagen production and tighten skin. During her first treatment, (B)(6) 2024, she was told that the adverse effect will only be redness. The first treatment went well. She had her second treatment (B)(6) 2024 and has not been the same since then. Patient reported having redness, swelling, bruising, blistering, scarring, burns, and nerve damage, collapse face and difficulty chewing. Patient states that her immune response was trigger. Gi (gastrointestinal) distress, gum receding, depression and anxiety. She was told these are lifelong effects with no cure.